Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the existing cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and high out of range pace impedances on the right atrial (ra) lead. Impedances were jumpy and some values were greater than 2500 ohms. A lead revision was attempted, but the physician could not gain access, so the ra lead was left in service. The existing crt-d was changed out and the new device was programmed to minimum outputs. Outputs were programmed below the thresholds to conserve the new device's battery. This ra lead was suspected to be fractured by the physician, but damage was not confirmed. No additional adverse patient effects were reported.